Event description:
The facility reported a pump with a depleted battery. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.